Event description:
It was reported that cut was found along a butestrol administration set¿s tubing upon opening. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection revealed that the spike and roller were separated from the tubing just above the burette chamber. The reported condition was verified. The cause of the condition was determined to be a lack of solvent applied during the manufacturing process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.